Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: extension (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during post-surgery, it was observed that the metal part (teeth) on the battery oscillator device were damaged; and that they were in pieces. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that metal part (teeth) on the battery oscillator device was damaged; and that they were in pieces was confirmed. An assessment was performed and it was observed that the oscillating head was damaged, and a piece of the oscillating head had broken off. The assignable root cause was determined to be due to inadequate manufacturing and design specifications. This issue has been captured in a CAPA. During repair it was observed that there was an unknown liquid inside, and an unknown liquid was coming out of the motor. The assignable root cause of this condition was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently documented in the initial medwatch report that the event occurred post-surgery. Upon further review it was noted that the event occurred during pre-surgery set up. If additional information should become available, a supplemental medwatch will be submitted accordingly.